Event description:
Complainant had screw instrumentation (plates, bolts, screws) implanted in 1/88 to correct/relieve stenosis in a vertebra of his lower back. Device was implanted thoracically (in from the front and placed on inside of spine). The operation didn't work and the pt has had problems ever since (pain and loss of mobility). Problems have become worse lately, which has caused pt to contact FDA. The complainant thinks that this may have been an "unapproved" procedure, and pt also doesn't believe he was well-informed by his physician.